Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 20mmol/l, with vomiting and large ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal history totals in total daily dose matched the active basal program total or were as expected, and the basal history matched the active basal program settings. The bolus totals did not match and were greater than five percent different. The bolus history was reviewed and showed 42.5 units, and the total daily dose showed 39.9 units. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: a review of the black box showed the delivered boluses on each day correctly matched the total daily dose bolus history, and the bolus total daily dose for the date of the event correctly matched the delivered boluses of 39.9 units. During investigation, a manual ten unit audio and a ten unit normal bolus were performed and were accurately recorded in the bolus history, and the bolus total daily dose history correctly showed 20 units. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. No alarms occurred during testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The complaint of the pump's bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.